Manufacturer narrative:
H6: investigation summary: unfortunately a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a photograph was provided of the broken catheter. Based on their analysis of the image our analysts have determined that the material that was removed from the patient is not the catheter tubing, as the dimensions are not correct. Without the ability to test the material we are not able to determine a root cause for this event. H3 other text: see h10.

Event description:
It was reported that part of the intima-ii y 24gax0.75in prn ec slm npvc catheter tube remained in the patient's head. After removing the suspected foreign body, a sample was tested, but it was found to be the patient's fibrous connective tissue. The following information was provided by the initial reporter: the head nurse reported that part of the catheter tube was found to remain in the patient's head after removal of the indwelling needle and the remained part was removed. "The customer said, it wasn't a catheter that was taken out of the child. Is not the body of the tube. Through the examination and analysis of the pathology department of the hospital, the result is the fibrous connective tissue of the child."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that part of the intima-ii y 24gax0.75in prn ec slm npvc catheter tube remained in the patient's head. After removing the suspected foreign body, a sample was tested, but it was found to be the patient's fibrous connective tissue. The following information was provided by the initial reporter: the head nurse reported that part of the catheter tube was found to remain in the patient's head after removal of the indwelling needle and the remained part was removed. "The customer said, it wasn't a catheter that was taken out of the child. Is not the body of the tube. Through the examination and analysis of the pathology department of the hospital, the result is the fibrous connective tissue of the child,"